Event description:
The customer reported to olympus that the evis lucera elite video system center displayed no image when connected to 260 series scope. The malfunction was identified during reprocessing. There was no delay in procedure and no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The customer allegation was not duplicated and no fault was found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted for additional information received regarding the event. Please see update to b5.

Event description:
It was further reported that the intended therapeutic procedure was endoscopic submucosal dissection (esd) . Since there was no image when connected to 260 series scope, the device was connected to 290 series scope and the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.